Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A visual inspection of the sheath was performed and revealed that two holes positioned at 54mm from the tip of the sheath on both side of front and back. Microscopic inspection was performed and revealed that the holes were caused by a sharp object touching it. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 06feb2017. It was reported that the device failed to function. A 6f x 11cm super sheath introducer sheath was selected for use; however the device failed. No patient complications were reported. However, device analysis revealed a hole in the sheath.